Event description:
It was reported the e the patient developed an allergic reaction to the metal in her spinal cord stimulator. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)